Manufacturer narrative:
The device was not received for evaluation. The reported condition was not verified. The cause of the unresponsive screen is unknown, however, might be due to unresolved alarm condition (foam detected). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting continuous renal replacement therapy (crrt) using a prismax machine, the machine alarmed "there was foam in the deaeration chamber". When trying to adjust the fluid level in the chamber, it was reported that the screen froze. It was reported that "if the patient hadn't passed away already user would not have been able to return the blood, even manually". The cause of death was not reported. It was also reported that patient was "loosing that much blood". No additional information is available.